Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the reported issue was unable to be duplicated. During power up and inspection of the pump, the device was not alarming with a blank, white screen. The device was able to perform all functional test and passed. Further investigation and determined that the device was function properly. Therefore, no problem found with the lcd display issue. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that cadd solis vip pump displayed an alarm with a blank screen white screen. There were no adverse events reported.